Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 520(mg/dl). Reportedly, the customer turned the pump on and delivered a bolus via the pump to address bg level.

Manufacturer narrative:
Device was not returned for this issue. Should new relevant information become available, a supplemental report will be submitted.